Event description:
Customer reported the cartridge leaked insulin into the infusion device. No adverse event was reported. It is unknown if any product will be returned for evaluation. Multiple attempts were made to reach the customer to request the product, but these were not successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.